Manufacturer narrative:
Retainer ring=black. P-cap locked in place properly during testing. Unit passed displacement test properly. However, unexpected blank display noted during testing. Unit was cut open and perform a visual inspection on connectors and electronic stack. Per visual inspection it was determine that the ingress of water caused corrosion on the battery tube and power board causing electrical shorting on electronic stack. In conclusion the unexpected blank display was due to corroded battery tube and corroded power board. Reviewed pump's alarm history file. Unit also received with cracked case(battery tube) and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had fluid under the lcd display. No harm requiring medical intervention was reported. The device will be returned for analysis.